Manufacturer narrative:
The customer returned the test strips for investigation. The returned test strips were measured with a reference meter with a high level control sample. Testing results (qc range: 2.7 - 3.5inr): qc 1: 3.0 inr qc 2: 3.0 inr qc 3: 3.0 inr the obtained qc results were in the allowed range. No error messages occurred during investigation. Medwatch fields d9 and h3 have been updated.

Manufacturer narrative:
Routine retention testing was performed. Test strip retention samples passed the internal inspection. The test strips were requested for investigation and have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
There was an allegation of a questionable inr result for one patient tested with coaguchek xs meter with serial number (B)(4) compared to an unknown laboratory method. The result from the meter was 2.6 inr. The result from the laboratory was 1.3 inr. The samples were tested at the same time. The therapeutic range was not provided.